Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was returned and evaluated by the manufacturer. No failure was detected and the device was found to be within its specification. Since the device returned for investigation after manipulations at the site, the alleged failure could not be further investigated and no further conclusions could be drawn. The alleged failure is most probably related to its operation, as no device failure was found, the doughnuts were found to be intact and during its investigation, the device fully functioned as intended.

Event description:
A pt underwent laparoscopic sigmoidectomy due to a diverticular disease. The anastomosis was created with the colonring device. During the procedure, when firing the device according to device instructions, no programs were encountered. Subsequently, when the device was removed from the pt, the anastomosis completely fell apart. The anastomosis was re-done with a stapler.